Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the intervision procedure, it was noted that the middle of the smart control stent stent was fractured. There was no patient injury. The patient underwent stent implantation in the iliac vein occlusion. After the lesion was opened, the balloon was gradually expanded and the 14x80 smart control stent was implanted

Manufacturer narrative:
Additional information was received and (description of event) and the first paragraph below reflects the update. During an iliac vein stenting procedure, after deployment of the smart control stent, it was noted that the middle was fractured. After the lesion was opened, the balloon was gradually expanded and the 14x80 smart control stent was implanted. There was no difficulty deploying the stent. Post dilation was performed. There was no difficulty tracking the device towards the lesion. There was no difficulty crossing the lesion. The target lesion is in the iliac vein which was occluded, mildly calcified, and not tortuous. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual or damages noted to the stent delivery system prior to use. The device package was not damaged. Excessive force was not used when the device was removed from the packaging. Excessive force was not used during the procedure. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17720016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent-ses fractured - in patient¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Off-label use may have contributed to the event as reported. Per the instructions for use, which is not intended as a mitigation, ¿the s.m.a.r.t. Control nitinol stent system is indicated for improving luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries up to 126 mm in length, with a reference vessel diameter of 4 to 9 mm, and angiographic evidence of a patent profunda or superficial femoral artery. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed. Avoid stent placement that may obstruct access to a vital side branch. Fractures of this stent may occur. Fractures may also occur with the use of multiple overlapping stents. In the s.m.a.r.t stent, they have been reported most often in clinical uses for which the safety and effectiveness have not been established. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture.¿ the information available and the phr review do not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.